Manufacturer narrative:
This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted on june 18, 2019.

Event description:
The device was explanted on (B)(6) 2019 because the device was initially positioned too low and because the patient wears glasses, the external magnet could not be attached to the internal device. The patient was re-implanted with another device at the same surgery.